Event description:
Health care professional reported a home pt was diagnosed with peritonitis on 10/07/1998 and hospitalized on 10/11/1998, while reusing cycler sets for automated peritoneal dialysis therapy. Per health care professional, home pt's catheter was removed on 10/23/1998. Health care professional states she understands sets are designed and labeled for single use only.